Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient receiving intrathecal medication via an implanted pump system. The patient stated they had an infection that was cleared up after they took oral antibiotics. Additional information was requested to determine what drug the pump contained at the time of the event, pertinent medical history, when the patient first started experiencing the infection, and what diagnostics were performed related to the infection.